Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 205 mg/dl and a bolus was used to address the bg level. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed all of the pump supplies and the occlusion alarm had not reoccurred. The customer thought that the infusion set tubing may have been blocked as it was tucked into the customer's belt.